Manufacturer narrative:
G4: 22oct2020 b4: 23oct2020 manufacture field service engineer (fse) visited customer site and inspected the unit and indicated the unit passed pre-operational checks, run-in and touchscreen calibration. The touchscreen it working fine. The fse spoke to the customer, and he said it was an intermittent issue. The fse found unit logged multiples error codes at multiple times in history log. The log codes are consistent with 35 volt (v) failure. All these code was logged at the time the customer reported the issue. The codes all pointed to failure in the motor controller (mc), power management (pm), and central processing unit (cpu) printed circuit board (pcb). The fse suggested the customer to replace all 3 pcb to prevent it from happening again. The customer said they will replace it themselves to save on cost for fse to come back out on-site again. The customer will repair the unit themselves, so no repair was perform. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information provided by customer states that the unit was being plugged in to set up for use when the failure occurred. There was no delay in therapy. There was no medical intervention, nor harm reported. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported the screen is freezing and alarming, and the customer cannot work the screen. The customer is requesting onsite service for evaluation and repair for the v60 that is freezing intermittently. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.